Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 310 mg/dl. The customer reported that they had insulin flow blocked three times. It was also reported that the insulin pump was damage on the screen. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. No insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. No unexpected sensor updating messages or change sensor messages noted. Unit was received with intermittent communication with sensor transmitter; problem isolated to all electronic assemblies. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No cracks on lcd window noted during visual inspection. Unit was received with scratched casing, minor deep scratches on lcd window, scratches on display window cover and pillowing keypad overlay.